Event description:
The customer reported that the battery had failed. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had failed. There was no report of pt involvement. The battery was evaluated at philips. The reported symptom was duplicated. Replacing the battery resolved the failure.